Event description:
Customer reported an occlusion alarm, with multiple previous occlusion events confirmed. There was no adverse impact to the customer's blood glucose level. Customer initially cleared the alarm and attempted to change the site to resume insulin but encountered a malfunction. Ultimately, the pump was replaced. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.